Event description:
In 2008, my sister had a lap band installed. In (B)(6) 2010, the lap band caused a blockage in the stomach that cut off the blood supply to her stomach and spleen. She went to a hospital emergency room on (B)(6) 2010 with some stomach discomfort, but no problem was found. On (B)(6) 2010, she went to the hospital where the device was installed. At that time the device was removed along with her spleen. Late that day another surgery was done to remove part of the stomach. Unfortunately, by that time it was too late. She bled to death. My concern is how the death was reported. It was not reported as due to the lap band, but multi-organ failure. The doctors are misrepresenting how dangerous this device is.

Event description:
Add'l info received from reporter 3/15/2012: on 3/7/2012, I emailed this form but I have not received a response. On 3/13/2012, I called an 800 number and left a message regarding the report. Again, I have not received a response. For two years I have tried to get someone's attention that this device is dangerous and doctors are not reporting the complications accurately. My sister's death was reported as multi-organ failure, not due to the lap band. The device caused a blockage that cut off the blood supply to her stomach and spleen. She would not have died from multi-organ failure had the device not caused the blockage. I hope that I will receive a response. (B)(6).

Event description:
Additional info received from reporter (B)(6) 2012: regarding: reporting procedures. I believe you are missing the point. My sister died because of complications due to the lap band. To the best of my knowledge, the doctor did not report the death as due to the lap band. On the death certificate, death was due to multi-organ failure. The doctors are not reported the problems associated with the lap band accurately. How can the FDA investigate problems if the doctors are covering them up? The doctors have a huge financial stake in not reporting the complications accurately. The FDA needs to look into how well the doctors report problems. Start with this case. See if the doctor reported it accurately or not. If the doctor did not report this death accurately I am sure other problems have not been reported accurately either. Enclosed is a copy of the death certificate.

Event description:
As a disclaimer, I may not have all the facts correct. The hospital and doctors were not very cooperative in the information I received. To the best of my knowledge these are the events that led to my sister's death. In 2008, my sister had a lap band installed. In 2010, a blockage caused by the lap band formed that pressed on the artery that supplied blood to the stomach and spleen. On (B)(6) 2010, she made an emergency visit to a hospital with stomach pain. Nothing was identified. On (B)(6) 2010, she went to the hospital that installed the device. The emergency room doctor and the specialist who installed the device removed the device and the spleen. Later that evening, they did another surgery to remove part of the stomach. The doctors were not able to stop the bleeding. She died. My concern is the way the death was reported. The cause of death was listed as multi-organ failure, not as a complication due to the lap band. My sister's death is not included in the data concerning the lap band. The specialist had an economic interest in not accurately reporting the dangers of the lap band. Because complications are not reported accurately, the statistical data concerning the lap band is not accurate. The device is much more dangerous than the FDA and the public are led to believe.